Event description:
In 2009, the patient reported, he has had elevated blood glucose readings up to 500 mg/dl since three days prior to report. He stated that since that time he has received e4 (occlusion) errors on his insulin infusion device. He said that when he tried to prime the infusion set, the insulin will not properly come out. The patient was instructed to disconnect the tubing from his infusion headset and try to prime. He said one drop of insulin came out of the tubing after his device primed 20 units. He stopped the prime and removed the cartridge and said that all the insulin poured out onto his stomach. He inserted a new cartridge, attached a new tubing from a different box, and was able to successfully prime the infusion set. After 8.1 units, the patient stated, "its coming out at a steady drip." Five days later, the patient called back and reported he again received an e4 on his infusion device. He stated that when he receives an e4, he removes the insulin cartridge from his device and pushes a pencil into the bottom of the cartridge which clears the occlusion. He then reinserts the cartridge and advances the piston rod until it reaches the plunger. He said, he uses cold insulin to fill the cartridge and inserts a cold cartridge into his device. He was instructed to complete the 'change cartridge' procedure and he stated the piston rod did not make any unusual noises. He stated, he is currently on insulin injection therapy. The patient declined further troubleshooting. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device and infusion set were replaced and requested to be returned for evaluation.